Manufacturer narrative:
Multiple attempts were made to try to obtain further information about this case, but no response was received from the customer. The corrective actions and the final disposition of the device could not be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint indicating that the v60 ventilator¿s touchscreen became unresponsive. The device was in clinical use. There was no report of harm. The device was removed from service with no patient impact. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme attempted multiple touchscreen calibrations, but the issue persisted. The rse advised the customer to order and replace the v60 touchscreen.